Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the clip applier clips would not close, they fell into the abdomen. The doctor removed them from the body (patient). He continued using the instrument and the 5-8 clips formed ok. There were no adverse consequences for the patient.